Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results showed high impedance. Clinic notes from the office visit were received indicating that the patient was compliant with his medications and did not have any active medical problems. It was noted that the patient continued to experience frequent seizures. The patient was referred for surgery, but no known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery due to lead discontinuity. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.